Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the jaws of the force bipolar instrument broke during surgery and the cannula was still attached. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with initial reporter and obtained the following information: no fragment fell in the patient and no injury to the patient involved. The instrument was in strong grip mode when the issue occurred. There were no errors received by the system and no loss of function of the instrument prior to the event occurring. No patient information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. The instrument was found to have a broken grip at the grip base.